Manufacturer narrative:
Device was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Device powered up properly after battery installation. No blank display noted. Device passed the sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected powering off or blank display noted. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No moisture damage on the battery tube, electronic assembly, motor or keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the keypad was not responding. The customer's blood glucose value was 9.7 mmol/l. The customer was unable to clear the alarm, no response from the keypad. The customer had tried changing the battery and insulin pump had blank screen and still no buttons responding. The insulin pump was just alarming and alarming now with loud audio alarm. Customer did not mention seeing numbers or menu scrolling on their own. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.